Event description:
Customer report to have received excessive "meter blood glucose now" alerts. Customer reports of receiving a "meter bg now" alert with blood glucose of 178 mg/dl and two hours later receiving another alert with blood glucose of 414 mg/dl. Customer was advised on changing alert durations. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.